Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1006, which is an indication of high voltage during device charging. This was discovered when the boston scientific representative was performing a device interrogation with the patient in the clinic. It was noted that there was a stored episode on the ICD device from earlier that month where one round of anti-tachycardia pacing (atp) therapy was provided, and a device shock was diverted. Boston scientific technical services (ts) stated that the electrograms from that date suggest noise and oversensing, likely due to an ablation procedure and possible external shock. The representative confirmed that the patient underwent an ablation procedure and received an external shock on that day. When the patient went into the episode, the medical staff performed an external defibrillation shock on the patient before the ICD device was able to provide a shock. The representative noted a manual capacitor reform was performed on the ICD device with the patient in the clinic. The capacitor reform was successful with a charge time of 10.2 seconds and all other lead measurements were within normal specification limits. Ts suggested performing a 1 joule commanded shock from the ICD device to verify it is functioning correctly. A 1 joule commanded shock test was subsequently performed. The device shock was delivered successfully with an associated impedance measurement that was acceptable. No additional actions were taken. The device remains in-service. There were no additional adverse patient effects.